Manufacturer narrative:
D10 concomitant products: unknown signia egia adapter (serial# unknown) unknown endo gia sulu (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the powered handle, there were firing issues, specifically partial firing of the staple. This resulted in an extended surgical time of at least 15 minutes. The surgeon had to wait for several minutes before the staple completed the staple. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sleeve gastrectomy procedure involving the sig power sigphandle handle, there were firing issues, specifically partial firing of the staple. This resulted in an extended surgical time of at least 15 minutes. The surgeon had to wait for several minutes before the staple completed the staple. No patient complications have been reported as a result of this event.